Manufacturer narrative:
The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
The evaluation was completed. One opened bl5623 pouch from lot w3473 was returned. The expiration date on the label is 2020-may-19. The tip protector is in place, as it should be. The needle was not bent. The port window was in the opened position. There was dried solution visible in the tubing and on the outer needle shaft. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected, and no damage was found. A functional test was performed using a stellaris pc system. The cutter had good clean cuts throughout the various cut rates and had good aspiration. This cutter performed as intended. Manufacturing and sterilization records were reviewed and found to be acceptable.

Event description:
The user facility reported the vitrectomy cutter did not cut and aspiration was weak. There was no patient impact.